Event description:
It was reported that the ilet user experienced sustained high blood glucose after a recent factory reset and was not announcing meals, with rising glucose for over two hours. They were advised to change the infusion site but required assistance. Symptoms included hyperglycemia. Outcomes included resolution of the high glucose after infusion site change and follow-up. Investigation included troubleshooting, education on meal announcements, and confirmation of glucose regulation. Investigation of this case revealed that missed meal announcements and a likely compromised infusion site contributed to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that user-related factors and infusion site integrity were the most probable causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.